Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is (B)(4). As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Expiration date: 10/2024. Device not returned.

Event description:
It was reported that during a biopsy procedure, the needle was allegedly broke. The needle was removed via surgery. The current status of the patient is unknown.

Event description:
It was reported that during a computed tomography guided liver biopsy procedure through normal density tissue, the needle was allegedly broke. Coaxial was used. The needle was removed via surgery. The current status of the patient is unknown.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Four electronic photos were provided for review. The first photo shows only the needle where the tip broken off. Second photo shows the label where the information was verified with tw. Third photo shows the coaxial needle of the mission kit. Fourth photo shows the broken part of the needle with dried blood. Therefore, based on the photo review, the reported failure break can be confirmed. Therefore, the investigation for the reported break is confirmed based on the provided photo. A definitive root cause for the alleged break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 10/2024), g3, h6(method). H11: g1, h6(result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.